Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effects, and the relationship to the product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a mildly calcified, mildly tortuous, 90% stenosed, de novo lesion in the mid left anterior descending (lad) coronary artery, pre-dilatation was performed with a 1.5x10 mm unspecified balloon dilatation catheter (bdc). A 2.5x28 mm xience prime stent delivery system (sds) was advanced and the stent was deployed. After post-dilatation with a 2.5x10 mm unspecified balloon dilatation catheter (bdc); a proximal edge dissection was noted. A 2.5x18 mm xience prime stent was used as treatment to cover the dissection without issue. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.